Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2005 due to stress urinary incontinence. Following mesh insertion, the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent the following procedures: (B)(6) 2005: revision due to mesh extrusion: (B)(6) 2010: removal of mesh due to mesh failure.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) due to complication of synthetic midurethral sling including vaginal pain and recurrent stress urinary incontinence.

Event description:
It was reported that patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) due to complication of synthetic midurethral sling including vaginal pain and recurrent stress urinary incontinence.